Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that r-wave trend on the right ventricular (rv) lead have been declining recently. The rv lead remains in use. No patient complications have been reported as a result of this event.